Event description:
The pt reported that during the cartridge change procedure, the piston rod retracted very slowly and e10 (cartridge) error was displayed. Her blood glucose was elevated to 252 mg/dl. Her normal blood glucose level is 130-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.